Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read ¿high¿, however, specific bg value was not provided. A correction bolus was delivered, and the infusion set was changed to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.